Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch. Product was returned for evaluation and evaluation is in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a hip procedure on an unknown date. During the procedure, the stem of the broach handle fractured. No fractured fragments fell into the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided: initial reporter - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the part left biomet in a conforming condition to print requirements and that the handle received an impact from the side which caused a bending overload fracture.